Event description:
The implant failed due to poor bone condition and poor oral hygiene. The implant was placed at #37 and removed after 1 year and 6 months. Traditional 2 stage surgery.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.